Event description:
Covidien formerly/tyco healthcare received a report from a biomedical engineer that the unit did not provide an audio tone in 2008. This was found during pms, and no pt harm was reported.

Manufacturer narrative:
This unit was requested back for eval, but it has not yet been received.